Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation of the device at the manufacturer's service center, an error code was observed related to the internal battery. The device's internal battery will need replaced to address the issue; however, no repairs will be performed as the device will be scrapped.